Event description:
It was reported before use the bd pn 31g 6mm 3b was difficult to operate or not working/functioning. This event occurred 6 times with 3 different lot numbers. The following information was provided by the initial reporter: the customer stated "the patient is unable to screw the needles correctly onto the pen."

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9288374, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-15, medical device lot #: 9275394, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-02, medical device lot #: 9121509, medical device expiration date: 2024-05-31, device manufacture date: 2019-05-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd pn 31 g 6 mm 3b was difficult to operate or not working/functioning. This event occurred 6 times with 3 different lot numbers. The following information was provided by the initial reporter: the customer stated "the patient is unable to screw the needles correctly onto the pen."